Manufacturer narrative:
Investigation included review of device notifications and guided troubleshooting. Investigation of this case revealed that the issue was resolved by reseating and replacing disposable components and confirming functional delivery with a dry run and new supplies. It was concluded that device function was verified after replacing supplies and that user guidance resolved the event.

Event description:
It was reported that during a supply change the user received an alert indicating a restart and subsequently an ¿unable to proceed¿ message when attempting to resume delivery; the event was addressed through user education and troubleshooting, including device restart, a successful dry run without supplies, and then a successful supply change with new cartridge, connector, and cd steel infusion set, after which delivery resumed as expected. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included restoration of insulin delivery with no medical intervention or hospitalization.